Manufacturer narrative:
Evaluation, results: (conclusion not yet available; evaluation in progress); evaluation, conclusion: conclusion not yet available (evaluation in progress). (B)(4).

Event description:
Evaluation summary: received for evaluation was one 6f export advance catheter engaged to a competitor guide wire, no original packaging was received. The catheter exhibited a hole 5mm near the tip. Physical measurements show the device meets specification; the returned competitor guide wire was inserted into the wire lumen of the export advance with care not to exit through the damaged lumen without issues. The competitor guide wire was measured at 0.0139 inches. No other damages were noted to the catheter.

Manufacturer narrative:
Results: it appears that the returned wire used during the procedure punctured through the wire lumen 5mm from the tip. Conclusion: it appears that the returned wire used during the procedure punctured through the wire lumen 5mm from the tip.

Event description:
An export advance device was used during treatment of an ami. The physician attempted to deliver an export advance with a non-medtronic guidewire but resistance was encountered. Both devices had been prepped as per applicable IFU. When the export advance device was removed, it was reported that the guidewire lumen was damaged in the distal tip area to the guidewire exit port. The operation was completed by using an alternative unknown device and no adverse event occurred to the patient. "Please note that this device (advancece) is distributed outside the united states; however, it is similar to the united states distributed product (advance)"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.